Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem usb cable no longer charges the pump because it is damaged. The customer's blood glucose level was 250 mg/dl. Customer confirmed that the pump can be charged with a different usb cable.